Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the hot jaw heater wire was detached at the tip of the law, also bent. Based on the returned condition of the device the reported complaint was confirmed for "bent /detached heater wire". The confirmed failure mode has been investigated in the CAPA system.

Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, vasoview hemopro 2 wire was broken free from the jaw on the device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.